Manufacturer narrative:
Updated data: d9 - device available for evaluation and return date h3 - device evaluated, dev ret to manufacturer and eval summary attached h6 - method, result and conclusion codes h10 - product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned to the galway return product analysis (rpa) lab loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana product analysis lab. The valve was received inside a heart valve return kit filled with clear 0.2% glutaraldehyde solution. All leaflets were stiff and dry with severe creases and imprints present on the tissue. Dark red-black stains were observed on all leaflets. As received, all leaflets were in a semi-closed position with a gap between the free margins. All commissures were dry; appeared intact. Dark, red to black stains were found on the tissue of the leaflets and valve skirt. The valve was in a partially crimped and dried state. Severe creases and frame imprints were observed on valve. There were no outward signs of damages on the frame. The valve was submerged in a warm saline bath. The valve maintained a compressed condition possibly from being inside the delivery system for an unknown duration of time. Due to the condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No images of the implantation procedure or the implanted valve were available for medtronic review. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the patient¿s sievers type 1 bicuspid right coronary cusp and left coronary cusp fusion are likely potential causes. A piece of calcium was also observed on the valve, so calcification may have been a potential contributing factor for the infolding. However, a conclusive root cause could not be confirmed with the information available. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a misload was not identified during loading. The cause of the catheter to sprang on release of paddles at final deployment was unclear; however, the patient¿s sievers type 1 bicuspid right coronary cusp and left coronary cusp fusion, tension on the delivery catheter system (dcs) and short ascending aorta were potential causes. In addition, it was possible a built-up pressure in the system was a contributing factor. The dcs interaction with the valve frame causing the valve to be pulled up to a depth of 2mm/2mm looked more like a boomerang affect final release catheter jumped back but unclear if the final release of paddle pulled the valve. No procedural delay occurred as a result of the infold. Mild-moderate paravalvular leak was observed. It was noted that fluids and unspecified medicines given by the anesthesiologist were provided to address the hypotension, drug name and dosage were not provided. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: a1. Pt. Identifier a4. Patient weight b5. Additional codes: annex f medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-34, lot #: 0011390913, ubd: 2023-09-06, UDI#: (B)(6). Product ID: 24mm true dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown product analysis: no device was returned. Procedural images were submitted for review. Conclusion: the product analysis and investigation remain in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with a native bicuspid valve (sievers type 1 right coronary cusp and non-coronary cusp fusion), the right femoral artery was accessed with a routine cutdown, and a 22 fr sheath was inserted. A medtronic guidewire was inserted and crossed the aortic valve. The implanting team performed a pre-implant balloon aortic valvuloplasty (bav) with a 24mm non-medtronic balloon. The valve and delivery catheter system (dcs) were inserted over the aortic arch. The distal tapered cone of the dcs crossed the annulus, but the capsule would not cross. It was inspected under several different fluoroscopic angles without an identified restriction. The dcs was maneuvered by pulling back and then pushing forward, however, would not cross the annulus. The physician attempted twice to deploy the valve to 80% with controlled pacing. The valve remained too shallow and was recaptured into the dcs both times. The patient¿s blood pressure ¿had been low and was dropping¿. An echocardiogram was performed and showed new mitral insufficiency. The dcs was removed with some resistance and was inspected. A ¿bulge¿ was identified on one side of the inflow of the valve. As the valve was removed from the dcs, an infold was observed on the valve frame and a piece of calcium came out. A new valve was loaded onto a new dcs and inserted over a non-medtronic guidewire with some continued resistance noted. The valve was deployed at a depth of 4mm/6mm, however, upon final deployment the dcs sprang on the release of the valve paddles and the valve was positioned at a final depth of 2mm/2mm. The patient¿s blood pressure had stabilized, and the mitral regurgitation had improved to mild. There was trivial paravalvular leak noted and the mean gradient was 5mmhg. No additional adverse patient effects were reported.